Event description:
It was reported that the juggerstitch did not deploy during a procedure. Additional devices were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the suture and anchor did not return with juggerstitch and the device has been cycled and there is a crack in the handle. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed as the device was fully cycled and the suture was not returned. The break in the handle was not reported but was confirmed during inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.